Event description:
Procedure type: urological. According to the reporter: the patient underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapsed. Allegedly, the patient experienced damage to an organ system and pain. Patient has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2007-00030 (avaulta anterior biosynthetic support system).